Event description:
As reported by the user facility: reason of complaint: customer reported b braun product #352636 leaking and tubing breaking apart at y-site connection. Rn said nursing staff didn't even pull-on tubing it just fell apart. The rn was preforming a flush following chemo treatment. No staff or patients were injured.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sixteen (16) unused samples in sealed packaging were provided for evaluation. The samples were visually evaluated, and no disconnections were observed at any bonded joints. Thereafter, each sample was functional leakage tested, and all results were satisfactory. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.